Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power and then several days later the controller exhibited a controller fault alarm due to a depleted internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during testing, indicating an issue with the internal battery. The internal nickel-metal hydride (nimh) battery powers the no power alarm. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen and had signs of leakage. Supplemental testing revealed that one of the cell pairs in the internal battery had no voltage, likely due to the leakage. After the internal battery was replaced, the controller worked as intended. Log file analysis associated revealed two (2) controller power up events logged on (B)(6) 2021 at 12:04:15 and 12:08:42 with an associated motor start event logged at 12:08:57. In addition, a vad disconnect alarm was logged on (B)(6) 2021 at 12:08:48, indicating the controller powered on without the driveline connected. Review of the event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2021. Review of the data log file revealed that the controller was not in use prior to the power up events; the first data point with the pump connected logged on (B)(6) 2021 at 12:09:16, indicating that the power up events occurred during a controller exchange. Log file analysis revealed a controller fault alarm logged on (B)(6) 2021 at 14:59:35, indicating an issue with internal battery. Of note, log files revealed that the controller was in use for less than two (2) years. Additionally, a vad disconnect alarm was logged on (B)(6) 2021 at 15:59:46, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. As a result, the reported controller power up event on (B)(6) 2021 and controller fault alarm events were confirmed. The most likely root cause of the controller power up events on (B)(6) 2021 can be attributed to a controller exchange. The most likely root cause of the reported controller fault alarm can be attributed to a leaky internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.